Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported the display is not responsive and cannot be calibrated. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The service engineer confirmed that the touchscreen does not detect certain parts of the screen. An attempt was made to calibrate it, but since the first point of the procedure is not detected, it is not possible. Touchscreen replacement was recommended.

Manufacturer narrative:
The authorized service provider (asp) replaced the touchscreen to resolve the issue. Testing was performed to ensure the ventilator was ready for use.